Event description:
It was reported that during a total knee procedure, that the mount of the blade broke. It was further reported that the broken piece did not fall into the surgical site, but was found on the theatre floor. It was further reported that there was no delay to the procedure, as a result of this event and, that the procedure was completed successfully.

Manufacturer narrative:
Device not returned for evaluation.